Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer stated that multiple cubies were ejected, and it was not responding. The user was able to remove the medication from another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to cubie pocket issue. A field service engineer confirmed that the issue has been resolved. No resolution was provided by the field service engineer about the resolved issue. The system functioned as intended after the field service engineer troubleshooted the device.